Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2018. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: (B)(6) 2020 (as per pif). Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, product indication, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criteria medically important and intervention required). The patient was treated with surgery (essure removal/bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: (B)(6) 2020 (as per pif). Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012, however it was entered in argus as (B)(6) 2012 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2020, however it was entered in argus as (B)(6) 2018. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2012 to (B)(6) 2012.essure's date explanted updated from (B)(6) 2018 to (B)(6) 2020. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removed / the essure coil was found to be embedded into the posterior endometrium in the fundal region.") In an adult female patient who had essure inserted (lot no. A20060) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, recurrent abortion (abortion(s) abortion? 3. Miscarriages 2.), anxiety depression, parity 3 and multigravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation ("left essure insert is not present"). The patient was treated with surgery (hysteroscopic partial removal of essure device and laparoscopic bilateral tubal fulguration). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: (B)(6) 2020 (as per pif). Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012, however it was entered in argus as (B)(6) 2012 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2020, however it was entered in argus as (B)(6) 2018 discrepancy noted: insertion date as per argus(B)(6) 2012 as per mr (B)(6)2011 discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2020 expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: finding: the uterine cavity contour is unremarkable. The right essure device appears to be in the endometrium of the fundus. No spillage is seen from the right fallopian tube. Minimal of the right fallopian tube. Left fallopian tube is patent. Impression: normal ten fallopian tube patency. Right essure device appears to be within the right fundal endometrium. The right fallopian tube is likely occluded. Normal uterine cavity contour. [Pregnancy test] on (B)(6) 2012: negative. [Ultrasound scan vagina] on (B)(6) 2012: impression : single living intrauterine gestation of approximately 7 weeks gestational age size. Estimated date of delivery based on sonographic measurements is (B)(6) 2013. Intrauterine contraceptive device located within the endocervical canal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded , device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removed / the essure coil was found to be embedded into the posterior endometrium in the fundal region.") In an adult female patient who had essure inserted (lot no: a20060) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, recurrent abortion (abortion(s) abortion? 3. Miscarriages 2.) Anxiety depression, parity 3 and multigravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required) and device dislocation ("left essure insert is not present"). The patient was treated with surgery (hysteroscopic partial removal of essure device and laparoscopic bilateral tubal fulguration). At the time of the report, the outcome of embedded device was unknown. The reporter considered device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: on (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: on (B)(6) 2020 (as per pif). Discrepant information: in this follow-up cycle essure start date was reported as on (B)(6) 2012, however it was entered in argus as on (B)(6) 2012. Discrepant information: in this follow-up cycle essure stop date was reported as on (B)(6) 2020, however it was entered in argus as on (B)(6) 2018. Discrepancy noted: insertion date as per argus on (B)(6) 2012 as per mr on (B)(6) 2011. Discrepancy noted: removal date as per argus on (B)(6) 2020 as per mr: on (B)(6) 2020. Expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: finding: the uterine cavity contour is unremarkable. The right essure device appears to be in the endometrium of the fundus. No spillage is seen from the right fallopian tube. Minimal of the right fallopian tube. Left fallopian tube is patent. Impression: normal ten fallopian tube patency. Right essure device appears to be within the right fundal endometrium. The right fallopian tube is likely occluded. Normal uterine cavity contour. [Pregnancy test] on (B)(6) 2012: negative. [Ultrasound scan vagina] on (B)(6) 2012: impression: single living intrauterine gestation of approximately 7 weeks gestational age size. Estimated date of delivery based on sonographic measurements is on (B)(6) 2013. Intrauterine contraceptive device located within the endocervical canal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded , device breakage. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: mr received: reporters information patient medical history and lab data were added. Product insertion date removal date and rcc updated, event -"medical device removal updated to essure micro-insert embedded" new event device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removed / the essure coil was found to be embedded into the posterior endometrium in the fundal region.") And device breakage ("the essure came out in small pieces / fragments of essure coil not sent to pathology / right essure") in an adult female patient who had essure inserted (lot no. A20060) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, recurrent abortion (abortion(s) abortion? 3. Miscarriages 2.), anxiety depression, parity 3 and multigravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and device dislocation ("left essure device within the cervix and removed"). The patient was treated with surgery (hysteroscopic partial removal of essure device and laparoscopic bilateral tubal fulguration). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: (B)(6) 2020 (as per pif). Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2012, however it was entered in argus as (B)(6) 2012 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6)2020, however it was entered in argus as (B)(6) 2018 discrepancy noted: insertion date as per argus (B)(6) 2012 as per mr (B)(6) 2011 discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2020 expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: finding: the uterine cavity contour is unremarkable. The right essure device appears to be in the endometrium of the fundus. No spillage is seen from the right fallopian tube. Minimal of the right fallopian tube. Left fallopian tube is patent. Impression: normal ten fallopian tube patency. Right essure device appears to be within the right fundal endometrium. The right fallopian tube is likely occluded. Normal uterine cavity contour. [Pregnancy test] on (B)(6) 2012: negative [ultrasound scan vagina] on (B)(6) 2012: impression : single living intrauterine gestation of approximately 7 weeks gestational age size. Estimated date of delivery based on sonographic measurements is (B)(6) 2013. Intrauterine contraceptive device located within the endocervical canal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded , device breakage. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: event "device breakage" added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("essure removed / the essure coil was found to be embedded into the posterior endometrium in the fundal region.") And device breakage ("the essure came out in small pieces / fragments of essure coil not sent to pathology / right essure") in an adult female patient who had essure inserted (lot no. A20060) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abortion, recurrent abortion (abortion(s) abortion? 3. Miscarriages 2.), anxiety depression, parity 3 and multigravida. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced embedded device (seriousness criterion intervention required), device breakage (seriousness criterion medically important) and device dislocation ("left essure device within the cervix and removed"). The patient was treated with surgery (hysteroscopic partial removal of essure device and laparoscopic bilateral tubal fulguration). At the time of the report, the outcome of embedded device was unknown. The reporter considered device breakage, device dislocation and embedded device to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2012 (as per pif). Discrepancy noted in date(s) of removal: (B)(6) 2020 (as per pif). Discrepant information: in this follow-up cycle essure start date was reported as 01-jan-2012, however it was entered in argus as 01-dec-2012 discrepant information: in this follow-up cycle essure stop date was reported as 01-jan-2020, however it was entered in argus as 14-dec-2018 discrepancy noted: insertion date as per argus (B)(6) 2012 as per mr (B)(6) 2011 discrepancy noted: removal date as per argus (B)(6) 2020 as per mr: (B)(6) 2020 expanded coils that appeared trailing into the uterine cavity was 7. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2018: finding: the uterine cavity contour is unremarkable. The right essure device appears to be in the endometrium of the fundus. No spillage is seen from the right fallopian tube. Minimal of the right fallopian tube. Left fallopian tube is patent. Impression: normal ten fallopian tube patency. Right essure device appears to be within the right fundal endometrium. The right fallopian tube is likely occluded. Normal uterine cavity contour. [Pregnancy test] on (B)(6) 2012: negative [ultrasound scan vagina] on (B)(6) 2012: impression : single living intrauterine gestation of approximately 7 weeks gestational age size. Estimated date of delivery based on sonographic measurements is (B)(6) 2013. Intrauterine contraceptive device located within the endocervical canal. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded , device breakage lot number: a20060 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.